Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint. And completed the device evaluation. Failure analysis investigations did not replicate nor confirm, the customer reported complaint of: "the robot would not recognize the piece". The medium-large clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. However, the instrument failed the clip test. The instrument could not fully close the clip onto the tubing. The instrument was also found to have an input disk broken. Input disk # 7 was found broken into pieces inside of the housing.

Event description:
It was reported, that prior to the start of a da vinci-assisted surgical procedure. The robot failed to recognize the medium-large clip applier instrument after multiple attempts. The procedure was completed with no reported injury.